Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, twenty eight companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The priming test , pressure test and clear passage test, dimensional testing at the male luer, leak test was performed. No defects were observed and the component was according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the connection between the tubing and the patient¿s IV site. The leak was observed while infusing normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.